Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
During an angioplasty superior femoral artery procedure, the physician was trying to manipulate the device, and while in the body, the hub came completely off the sheath. The procedure was delayed and the pt experienced extra blood loss than usual. The sheath was replaced and the procedure was completed. No adverse effects to the pt.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.